Event description:
Endotracheal tube was discovered kinked (twisted) between the 19 and 21 cm marks during cardiopulmonary arrest. CPR was successful, however the pt incurred a pneumothorax. The endotracheal tube was replaced. The pt expired 11 days later for causes that are believed to be unrelated to this event.